Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with itching, redness, inflammation, blisters, dry skin, and pustules, underneath the overlay patch. The patient's parent stated they consulted an healthcare provider who provided a prescription for a erocool cream, a dermol cream, and a prescription for an oral antihistamine medication, cetirizine, 10ml a day. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.